Manufacturer narrative:
H6: code added per information in the complaint file.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient developed red/pink urine. Echocardiography determined the pump was shallow, 1.1 cm below the valve. Medical staff repositioned the device. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary mechanical interaction with blood/hemolysis: the cause of hemolysis was unable to be determined as limited clinical details were provided and no product or data logs where returned for review. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received. B5 updated. H6 health effect - clinical code updated based on additional information. Correction e4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Repositioning did not resolve the hemolysis prior to transferred to another facility.